Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015. Our field service engineer investigated the unit on-site. During troubleshooting, the pressure transducer test failed, and the expiratory pressure transducer printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the reported issue. The replaced pressure transducer pcb was returned for further investigation. Simulated use testing of the returned pressure transducer pcb failed both the internal leakage test and the pressure transducer test during the pre-use check. During ventilation, the device also alarmed for peep high. When measuring the zero-pressure voltage using a multimeter, it became evident that there was a drift. The wheatstone bridge for the pressure sensor was also measured, revealing no significant imbalance. A microscopic investigation identified large particles of contamination on the membrane inside the pressure sensor's cavity, which is likely the primary cause of the pressure transducer malfunction. Our investigation has concluded that the reported problem is due to a broken pressure sensor on the pressure transducer pcb. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. Earlier investigation has shown that the dirt/particles/debris affected the offset measuring, and once it was removed, the pressure sensor functioned normally and no offset drift was noticed. The root cause to the dirt/particles/debris in the ceramic cavity has not been determined. The pressure transducer pcb is a part of the pressure measurement system in the ventilator, and a faulty pressure sensor may lead to inaccuracies in pressure measurement, which will be detected during the pre-use check. Alarms will be activated if the failure occurs during ventilation.